Event description:
Hamilton medical ag received the following event description: it was reported that during use, the device periodically switched to ambient mode and showed a turbine error. A software update was subsequently performed, after which the device operated normally on the test stand. However, upon return to the hospital, the same issue recurred. According to the available information, no patient was involved. The reported event date is (B)(6) 2026; however, the provided logs do not show the reported issue on that date, and therefore the reported date cannot be confirmed from log evidence. It is unclear whether a patient was connected at that time. Further inquiries have been sent to the customer to obtain additional details about the reported event.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.